Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a charge/shock failure error. There was no negative patient impact.

Manufacturer narrative:
The UDI # is (B)(4).